Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks in more than a single episode for rapidly conducted atrial fibrillation (af). A health care professional (hcp) inquired about programming options. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that technical services (ts) discussed the lack of programming options due to the patient rhythm and instead recommended rate control management.